Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported a shocking sensation. Interventions include a reprogramming that occurred on (B)(6) 2017. A patient reported shocking sensation on (B)(6) 2017. It was reported that the issue was related to the device or therapy and not related to the implant procedure. The issue was specifically due to programming. Although the site was made aware of the event on (B)(6) 2017, the patient reported having shocking sensations in the past, which caused them to turn off their device in order to avoid the sensation. The cause of the shocking was unknown but could be due to having the device on the wrong settings. It was reported that the hcp turned on the device and left it at lead 2- and 0+ at 1.5 volts and no shocking sensation was noted by the patient. The issue was resolved without sequelae on (B)(6) 2017. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient reported having shocking sensation in the past, though date was unknown. The patient had turned off their device in (B)(6) 2016 following a dysuria episode, which they thought could be due to the device. Shocking sensation was reported at their follow up visit. The cause was unknown but could be due to having the device on the wrong setting. The hcp turned on the device and left it at lead 2 negative and 0+ at 1.5 volts and no shocking sensation was noted by the patient. No further patient complications have been reported as a result of this event.